Manufacturer narrative:
The actual date of event is unknown. No product will be returned. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that device had a revived unit with note saying ¿I trued to calibration and swapping both pressure sensors and I can¿t get the right pressure rate" and testing did a preventative maintenance on machine, pass with no problems. Calibration I calibrated the pressure sensor and flow rate for pump. Testing I ran a preventative maintenance test on pump, patient side occlusion passed with a psi of 9.22. Flow rate fail as it was supposed to be defusing 12.00 and infused 13.00. Calibration is required.